Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that aneurysm enlargement of 11.4mm and a type iiib endoleak of the distal afx2 main body complaints are confirmed. The additional endovascular procedure complaints are unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final was reported as discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four and a half (4.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified a suspected aneurysm enlargement. Approximately two (2) months after follow-up reintervention was performed. A type iiib endoleak was identified and the afx2 bifurcated stent graft was relined with a terumo (non-endologix) treo abdominal stent graft system. The final was reported as discharged.the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four and a half (4.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified a suspected aneurysm enlargement. Approximately two (2) months after follow-up reintervention was performed. A type iiib endoleak was identified and the afx2 bifurcated stent graft was relined with a terumo (non-endologix) treo abdominal stent graft system. The final was reported as discharged.

Manufacturer narrative:
Correction: a3: sex has been updated. G3: awareness date has been updated.